Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no cosmetic defects within the 10nm torq limiting ratchet handl-6mm hxc. A dimensional inspection for the 10nm torq limiting ratchet handl-6mm hxc was not performed since it was not applicable to the complaint condition. A functional test was performed using torque meter mountz ez-torq iii 150i torque analyzer (B)(4) , adaptor tt046645-1. Drawing (B)(4) rev. C manufactured was used as source of specification. Torque specification for the device was 10 - 12 nm. Actual measured values range from 12.52 - 12.86 nm. The device was testing high. The complaint was able to be replicated as it resulted in over torqueing. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 10nm torq limiting ratchet handl-6mm hxc would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Device history lot: part # 03.620.061; synthes lot # 6319977; supplier lot # 6319977; release to warehouse date:11 may 2010; supplier : (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3: reporter is a j&j sales representative. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during routine incoming inspection of a loaner set at the mooresville, md, dc, facility, it was observed that the material 10nm torque limiting ratchet handle (6 mm hxc) was found to be out of drawing specification. The drawing specification is 10 nm¿12 nm. The torque tested high: 12.62 nm. There was no known patient or hospital involvement. The product has been quarantined, is available, and is being returned to the repair site. This report is for one (1) 10nm torq limiting ratchet handl-6mm hxc this is report 1 of 1 for complaint (B)(4).